Event description:
It was reported that the device screen flashed a couple times and it stopped working as the customer tried to take nibp readings. The user power cycled the device several times but issue persisted and the device was inoperative. The patient was not in critical condition and did not require defibrillation therapy. The device use had no adverse effects on the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.